Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect label with the incident lot was not observed. Additionally, retention sample shelf pack from bd inventory were evaluated by visual examination and no issues were observed relating to incorrect label as the shelf pack met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode incorrect label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® edta 2k there was incorrect label information seen on a package of tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® edta 2k there was incorrect label information seen on a package of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.